Event description:
Rptr complains of arthritis symptoms in right hip, elbows, and knees with joint pain, hand swelling, rash on hands and feet, implant hard on edges, fatigue, aching and stiffness in hip, elbows and knees, implants are too small and bulge on inner side, difficulty sleeping, anxious and worried, and breast tenderness.